Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) found that multiple cubies in main height drawers 2.1 and 2.2 had failed. The drawer was removed, and it was noticed that the row board connections on both 622 boards were damaged. The row board cable and drawers 5.1 and 5.2 were replaced. The customer was able to recover successfully. The fse logged into the hardware test application (hta) application and performed the final test, with both main drawers 5.1 and 5.2 passing successfully. All drawers and slides were tested to ensure they were working properly. The top cover was opened, connections in the electronics drawer were checked, and dust under the top cover was removed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.